Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of the lead. Reprogramming has been unable to resolve the issue. Additionally, the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead and ipg were explanted and replaced to address the issue. Effective therapy was restored post operatively.